Event description:
The following information was reported to gore: on (B)(6) 2017, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. During a follow-up examination, aneurysm enlargement was found, and an additional procedure was indicated. On (B)(6) 2023, a coil-embolization for the left internal iliac artery was performed, and an additional contralateral leg component was implanted to extend the treatment area of the left side into the external iliac artery. Reportedly, the additional device was placed to prevent a type ib endoleak. The patient tolerated the reintervention. The reporting physician commented as follows: in the left side, a contralateral leg component of 27 mm was used, so it had been considered to need a reintervention in the future anyway.

Manufacturer narrative:
Code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. Code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Since it is unknown which device is directly implicated in this complaint, (B)(4) will be included on this report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. H6: removed investigation conclusion code d1102 and added code d12.